Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify before the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes, or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned universal chuck presents no visible damage that prevents the correct functioning of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed and the device was not able to open or close, due to the device being jammed. The mechanics does not work as expected likely caused by internal damage to components consistent with a random component failure that may have been caused by exposure to unintended forces. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the universal chuck would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.043.001, lot number: 20698102, release to warehouse date: 16. Nov.2020, expiration date: na, supplier: (B)(4). Manufacturing site: werk selzach logistik . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: the product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the universal chuck got stuck during a retrograde nail surgery. Similar issues have happened in the past. The surgeon was not able to get it off the reaming rod during surgery and had to take out the reaming rod. It was difficult to get the reaming rod past the fracture the first time as well as the second time. There was a five-minute delay while a new tray was brought from the sterile processing department. The surgery was completed successfully, and the patient outcome was good. This report involves one universal chuck this is report 1 of 1 for (B)(4) . This report is related to (B)(4) . This report captures the event that occurred on (B)(6), 2024. (B)(4) captures the events that happened in the past.